Event description:
Needle broke off in subcutaneous portion of patient's neck during bedside tracheostomy procedure. Needle left in body, unable to retrieve from patient. Surgeon chose to leave broken needle in place due to thickness of patient's neck and current bleeding issue. Foreign body remains in soft tissue. No harm to patient.